Manufacturer narrative:
Patient fall from wheelchair, carer's reported brakes failed to hold. Fracture of nose requiring further surgical intervention wheelchair removed from use, new equipment issued. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
Patient fall from wheelchair, carer's reported brakes failed to hold.